Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image output was displayed, black-and-white dot pixels were observed and e226 communication error during a therapeutic robotic laparoscopic nephrectomy procedure while the patient was under sedation involving an olympus video system center. There was no patient injury reported.